Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a distal aortic arch aneurysm and a dissection of the descending thoracic aorta using two gore® tag® thoracic endoprostheses (tg3415/(B)(4) and tg3720/(B)(4)). The procedure was concluded without endoleaks present. On (B)(6) 2009, a follow-up imaging revealed a proximal type I endoleak. Aneurysm diameter was 51mm. On (B)(6) 2009, in six-month follow-up study, the proximal type I endoleak had persisted. Aneurysm diameter was 50mm. On (B)(6) 2010, in one-year follow-up study, the proximal type I endoleak had still persisted. Aneurysm diameter was 52mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2011, the patient was implanted with another gore® tag® thoracic endoprosthesis (tgt4020/(B)(4)) to treat the proximal type I endoleak. On (B)(6) 2011, in two-year follow-up study, the proximal type I endoleak had been resolved, but a type ii endoleak was revealed. Aneurysm diameter had enlarged to 55mm. In (B)(6) 2012 (exact date unknown), the patient developed cerebral infarction. Medications were given to the patient to treat the cerebral infarction. On (B)(6) 2012, in three-year follow-up study, the type ii endoleak as well as cerebral infarction had persisted. Aneurysm diameter had further enlarged to 64mm. The endoleak and cerebral infarction were monitored. On (B)(6) 2012, the patient expired due to the cerebral infarction.

Manufacturer narrative:
Reportability of death: the patient developed cerebral infarction and expired more than 9 months after the last device had been implanted. There had been revealed no adverse events that could lead to the cerebral infarction after the last device was implanted until at the time the patient developed cerebral infarction. For these things, it can be determined that cerebral infarction was not related to the devices, and this portion of event is not reportable. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.